Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. The patient said there was an air detected in cassette warning during drain 2 of 3 of pd treatment. The fluid was discovered on the external cassette after canceling treatment and removing the cassette. Fluid was discovered in the pump module area of the cycler as well. Fluid leaked from the cassette door. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient let the cycler dry overnight and resumed using it the next treatment on the next day. The cycler set is available to return as a sample product.

Manufacturer narrative:
Plant investigation: the complaint product sample was received from the customer; the sample was received without original package. As the complaint product sample was being disinfected and prepared for analysis, it was found a leak on the cassette film. After further inspection, no other problems were found. The complaint product sample was visually inspected and during the inspection with the microscope it was found a hole on the cassette film. After further inspection, no other problems were found on the cassette hard plastic. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported issue was confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. The patient said there was an air detected in cassette warning during drain 2 of 3 of pd treatment. The fluid was discovered on the external cassette after canceling treatment and removing the cassette. Fluid was discovered in the pump module area of the cycler as well. Fluid leaked from the cassette door. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak event. The patient let the cycler dry overnight and resumed using it the next treatment on the next day. The cycler set is available to return as a sample product.